Event description:
The patient was treated for a saccular infrarenal aortic aneurysm in 2004 with three gore gore excluder aaa endoprosthesis aortic extender components. Initially the patient did well, but subsequently demonstrated an asymptomatic type iii endoleak. An endovascular repair took place in 2005 using a cook zenith aaa endovascular graft. According to a letter written by the physician on september 1, 2006, the repair was successful and follow-up computed angiogram tomography scan demonstrates a well positioned device without evidence of an endoleak. Neither films nor operative notes are being sent to gore. No further information is available.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional devices implanted: pca280300 / lot#033510701, pca280300 / lot#033510708.